Manufacturer narrative:
The device initial inspection as noted in section describe event or problem, found with foreign material like dirt under the forceps elevator. In addition, evaluation found the connecting tube was wrinkled and scratched. Image check performed and found stain spot on the video image. Based on evaluation findings, foreign material like dirt was observed under the forceps elevator. This condition is attributed to handling, insufficient, reprocessing and cleaning issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during receipt inspection of the device return for the annual inspection check (annual maintenance), a foreign material (like dirt) under the forceps elevator was observed. There is no patient involvement on this reported event. No harm was reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: ¿reprocessing manual chapter 5 reprocessing the endoscope brush the forceps elevator¿. Olympus will continue to monitor field performance for this device.